Event description:
It was reported that the patient was undergoing surgery when their device had a lead integrity alert (lia) triggered. The patient's device was interrogated and the right ventricular (rv) lead delivered inappropriate therapy and exhibited noise, multiple high rate non sustained episodes and elevated sensing integrity counter (sic) counts. Follow up was conducted and it was confirmed that no intervention was done, and it was thought that the cause of the shocks was due to cautery use during surgery. The lead is still in use. No further patient complications have been reported as a result of this event.